Manufacturer narrative:
The returned device was evaluated. During evaluation the unit was able to power on using both ac and battery power. A rare intermittent color distortion was observed for only a few seconds through a 4 hour test time. However, the color distortion did not obstruct the measured values. The device was received with the language set to (B)(6). During the 4 hour test period, the touchscreen did not navigate without any physical touch. Based on results of the investigation, the customer complaint could only be partially confirmed.

Event description:
It was reported that the display was distorted and it switched to (B)(6). Customer stated "the image has lines running down the middle of the screen and the image flickers with different colors." The values, error messages, and visual alarms are obstructed due to the "distorted" display. Additionally, the customer stated the "language is in (B)(6), I don't know if it happened by itself." The unit would not engage in monitoring activities. No known impact or consequence to patient.